Event description:
The baxter service technician reported an infusion pump that underdelivered during service. The hospital representative stated there is no report of any patient incident involving this pump since the last baxter service event.